Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause is due to communication error between the drive train motor and the processor board. However, user mishandling could not be ruled out due to the physical damages on the platform top cover and front and bottom enclosures caused by harsh impact. The autopulse platform was manufactured in 18 january 2018. Upon visual inspection of the platform, top cover, front and bottom enclosure were cracked. These physical damages found during visual inspection are characteristics of harsh impact caused by user mishandling. These observations are not related to the reported complaint. During archive data review, latch error 139 (unable to hold compression position) was observed on the reported event date, thus confirming the reported complaint. In addition, user advisory (ua) 02 (compression tracking error), ua 17 (max motor on time exceeded), ua 07 (discrepancy between load1 and load2 too large), ua 12 (lifeband not present) and fault 26 (decompression target not reached) messages were observed and were cleared by the user. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory 2 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Fault 26 is an indication that the driveshaft did not reach the targeted decompression position. The decompression position is checked during the decompression hold interval. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. During initial functional testing, upon power up of the platform, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the latch error 139 was able to be cleared. After replacing top cover and front and bottom enclosure, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" on the user control panel. The crew was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient.